Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that 10 sample devices of the same lot as the reported devices from two previous complaints were returned to the manufacturer for evaluation. All the devices were tested for the failure of the reported device. Two of the devices malfunctioned and activated unintentionally. Two complaints were opened to document this issue. There was no adverse consequences related to this event. This is report #1 of 2.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that 10 sample devices of the same lot as the reported devices from two previous complaints were returned to the manufacturer for evaluation. All the devices were tested for the failure of the reported device. Two of the devices malfunctioned and activated unintentionally. Two complaints were opened to document this issue. There was no adverse consequences related to this event. This is report #1 of 2.